Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: component failure; the light guide bundle of the video cable section was broken, resulting in a loss of or insufficient light transmission. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited lost or low light transmission and a broken light guide bundle. There was no patient involvement.